Event description:
A site representative reported that while in a spinal fusion procedure using flouronav, the surgeon alleged the navigation system was inaccurate. A site nurse reported to a medtronic representative that the frame could have moved when the surgeon asked for another x-ray. When the surgeon was navigating after capturing images, everything was accurate; the surgeon then called for a x-ray to see the screw placement. When the surgeon started to navigate the other side, navigation was reportedly off. The nurse stated the navigation system was inaccurate by 2-3 millimeters. The surgeon chose not to take additional images as the procedure was almost done. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Since navigation was accurate initially, it is suspected that the reference frame was bumped when bringing the c-arm into the surgical field for further imaging. The inaccuracy was immediately noted after taking another x-ray with the c-arm. Surgeon then discontinued navigation. He was using flouronav with a c-arm. He decided not to take another empty image or acquire another set of images since he was almost done. The nurse reported navigation was about 2-3mm off. The distance from the pedicle to the disc space. No further issues have been reported since the user facility has been trained to raise the c-arm up more in order to avoid bumping the reference frame. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative attended 2 cases with the surgeon after this event and reported the navigation system was accurate. During the 2 cases the medtronic representative observed the surgical flow and reported that the c-arm would get very close to the reference frame when acquiring patient scans. Medtronic representative informed site to raise the c-arm when it is brought near the reference frame. No parts have been received by the manufacturer for analysis.